Event description:
The customer reported being hospitalized due to low blood glucose of 39mg/dl. The customer had unexplained low glucose for two days. The customer stated that she was in a vehicle accident and passed out prior to the accident. The customer mentioned that she stopped to get a milkshake before the event and does not remember anything after getting the shake. The customer's most recent glucose reading was 139mg/dl. Troubleshooting was performed. Reviewed the programing and found a bolus of 25.0 units at noon. The customer stated that this bolus was delivered to treat her blood glucose of 230 mg/dl. The reservoir was showing more insulin than the status screen. Performed a displacement test and passed. Explained the caller that the insulin pump is functioning properly, and the bolus of 25.0 units to treat her glucose level and the food may have contributed to the event. The caller did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.